Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the rio arm vibrated when entering acetabulum to ream. The case was successfully completed with a surgical delay of 15-20 min approximately.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. Reported event: an event regarding arm vibration during reaming, involving 3.0 rio robotic arm - mics, catalog: 209999, was reported. Method & results: device history not performed. Rio serial number not provided. Complaint history: based on the device identification (pn 203999) the complaint databases were reviewed from 2011 to present for similar reported events regarding arm vibration during reaming/impaction. There were only 6 other reported events ( (B)(4)). Trend request for this part number has been submitted (trend request #(B)(4)). Conclusion: the session data from the case was reviewed. An analysis of the cup plan and cup reaming events was completed. Based on the collected data, the number of on/off switches between the stereotactic control burring and pre-approach during the 59mm ream, suggests that the reamer was skiving and falling out of the haptic boundary when attempting to remove osteophytes. The user guide suggests the user switch to a reamer 4mm smaller than the final cup. The data at this time shows the mako operated as expected. No system defect or malfunction is suspected.

Event description:
The surgeon was performing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the rio arm vibrated when entering acetabulum to ream. The case was successfully completed with a surgical delay of 15-20 min approximately.